Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow meter module to properly display the liters per minute. The flow sensor utilized with the reported complaint was not returned for evaluation. Per data log analysis, the log for the flow meter would not include any information that would indicate flow being inaccurate. The log does show the sensor was coupled/uncoupled to the tube several times. This is likely the user trying to correct the high flow reading. It is not possible to confirm the complaint from the data log.

Manufacturer narrative:
Updated blocks: d4 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor reading was higher than roller pump calculation. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up and primed the circuit without issue. The team uses a roller pump for their arterial circuit, but also incorporates a flow probe to actually read the flow, not just calculated from their roller pump stroke volume. During the bypass procedure the team noticed a difference of approximately 500 milliliters per minute (ml/min) higher on the flow probe than on the roller pump reading. They decided to troubleshoot, and exchanged the flow module, and that remedied the discrepancy between the two numbers. There was no blood loss or harm associated with the event. This incident did not delay the continuation of the surgical procedure.